Manufacturer narrative:
(B)(4). Full UDI not available as the lot# was not provided by the customer.

Event description:
It was reported that: "ac3 screen turned green and touch screen function wasn't working with no other alarms. The difficulty was encountered in the ccu. It was resolved by changing pumps and sending the affected pump to biomed." There was no reported patient injury or consequence.

Event description:
It was reported that: "ac3 screen turned green and touch screen function wasn't working with no other alarms. The difficulty was encountered in the ccu. It was resolved by changing pumps and sending the affected pump to biomed." There was no reported patient injury or consequence.

Manufacturer narrative:
Qn# (B)(4). Full UDI not available as the lot# was not provided by the customer. The reported complaint that the "ac3 screen turned green and touch screen function wasn't working" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.